Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. Pump was not returned for investigation. As per the clinical details, placement signal was lost after the shockwave device used. The cause of the optical signal issue was most likely damaged sensor due to the shockwave device interaction, based on given clinical details. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a patient who was just placed on impella support experienced a placement signal was lost on the automated impella controller (aic). No impella problems were noted, motor current remained pulsatile.